Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the bc800-10 infant nasal mask was becoming detached from the flexitrunk infant nasal tubing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. The hospital staff reported that the mask detached from the flexitrunk. The hospital further reported that the mask was in use for approximately 1 - 2 days. Without the return of the complaint device we are unable to determine the root cause of the problem reported by the customer. The user instructions that accompany the fph infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices. The following checks are also stated in the user instructions: "connect prongs or mask to nasal tubing ensuring that it is inserted fully." "Check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended." "Alternating between mask and prongs can reduce the risk of irritation. Alternating every four to six hours is recommended."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the bc800-10 infant nasal mask was becoming detached from the flexitrunk infant nasal tubing. No patient consequence was reported.